Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient using the catheter complained of a wet external dressing that needed replacing. Upon removal of the same, cracking was found at about 1 cm with leakage of the infused solutions to the outside. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. Multiple circumferentially aligned holes were observed near the molded joint surrounded by a mostly white and brittle use residue. The holes were granular in texture while the surface was rough and uneven. The localized damage, surface features of the material, as well as the shape and quantity of the holes suggest the catheter material was damaged due to prolonged contact with an incompatible chemical. The chemical potentially embrittled the catheter material allowing it crack, most-likely due to repeated or prolonged kinking of the catheter tubing at the damage location. This complaint will be recorded for future trending and monitoring purposes.